Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead recorded a code 1005, indicative of an open circuit condition was detected during shock delivery and a high out-of-range shock impedance measurement 145 ohms. It was suspected that both coils have calcification, however the proximal coil seems to be worse than the distal coil. Ts recommended reviewing shock vectors and performing defibrillation threshold (dft) testing, as well as overall lead evaluation. This ICD system remains in service. No adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead recorded a code 1005, indicative of an open circuit condition was detected during shock delivery and a high out-of-range shock impedance measurement 145 ohms. It was suspected that both coils have calcification, however the proximal coil seems to be worse than the distal coil. Ts recommended reviewing shock vectors and performing defibrillation threshold (dft) testing, as well as overall lead evaluation. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.